Event description:
Reporter indicated that upon interrogated of a pt's vns, the magnet activation the history displayed multiple activations per line. After review of the pt's programming history, it was determined that the generator's total operation time counter rolled over (>61,000 hours). Further manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255]) being mis-declared as static variable, however, the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover.

Manufacturer narrative:
Analysis of magnet activation programming history.